Manufacturer narrative:
Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that due to a non-union of fracture sites in tibia and fibula a removal of a tibial nail, two proximal screws and two distal screws occurred on (B)(6) 2018. During the removal of the tibial nail, the proximal screws were removed intact and the distal screws were removed and found to be broken. Fragments broke off the distal screws, which were easily removed. A stryker distal tibia plate with screws was then implanted. There was no delay to surgery. Concomitant devices reported: 10mm ti cannulated tibial nail (part 04.004.455s, lot unknown, qty 1), 5.0mm ti locking screws 40mm (part 458.940, lot unknown, qty 2). This report is for one (1) 5.0mm ti locking screws w/t25 stardrive 40mm for im nails. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Corrected data: UDI, manufacturing site. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.